Manufacturer narrative:
The clinician reports that the implant was removed due loss of osseointegration. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseous dental implants in clinical use. There are several factors that could not be verified that directly affect implant success, including oral hygiene, bruxism or large occlusal forces, superstructure design, implant localization, and bone resorption around the implant.

Event description:
Dental implant failure.